Event description:
When the pcu is unplugged from ac power, the pcu battery starts to drain. The problem is that the system over estimates the battery capacity and the amount of time that it can run on battery. There are to be three low battery indications as the battery depletes, but the system will skip these series of warnings and shutdown without enough warning for the user to react. The warnings should work as follows. When the battery is down to 30 minutes left of dc power, the pcu starts to beep with an alert, not an alarm. The beep is an alert - everyfew seconds a beep - and it can be silenced. A blue prompt at the bottom of the pcu screen will alert the user that there are 30 minutes of charge remaining - to plug in the pcu (ac power). When the battery is down to 5 minutes left of dc power, the pcu starts to beep with an alert, not an alarm. The beep is an alert - every few seconds a beep - and it can be silenced. A blue prompt at the bottom of the pcu screen will alert the user that there are 5 minutes of charge remaining - to plug in the pcu (ac power). When the battery is discharged (down to near zero dc power), the battery discharge alarm activates - this is an alarm, not an alert. The alarm is loud and a red screen pops up on the pcu stating battery discharge. The user can silence the alarm for 2 minutes with the silence key, otherwise the alarm remains. The screen warns the user that all channels have stopped infusions, to plug in the pcu to ac power and to silence the alarm and restart channels, or the user has the option to turn off the pcu. Bd has stated that their battery reconditioning procedure with their software is adding to the problem. Bd has recommended that we do not recondition the battery until they can improve their software algorithms. Staff cannot rely on the battery capacity as indicated on the display when making patient transports.